Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up via remote. The implantable cardiac monitor exhibited noise with noise reversion noted on the electrogram. The patient had numerous syncopal episodes and some appeared to be a pause episode. However, it was only recorded due to a patient trigger rather than a pause trigger. Patient¿s syncope episodes were the reason for the device implant. It was confirmed that the episode did not appear to be a true pause, but a loss of signal. No intervention was made or planned. The patient's condition was stable.